Manufacturer narrative:
Due to character limitation in e1 for initial reporter, the full initial reporter is demetris blizzard. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during rountine check that the cardiosave intra-aortic balloon pump (iabp) unit had electrical test fail 42. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) confirmed etf 42 in logs. Fse replaced main pcb & amp; datasets & amp and pneu cmpnt m luer 1/16tb white due to normal wear and tear. Performed pm same service visit without any additional failures.unit returned to service. The failure analysis and testing dept. Performed a visual inspection and found the parts except for pneumatic coupler serial number n/a to be in good condition. The pneumatic coupler had a piece broken off and was sent back by the rep for normal wear and tear and did not contribute to the reported complaint. The failure analysis and testing dept. Installed datasette, datasette and main board serial number into the cardiosave test fixture and tested the parts to factory specifications per the cs300 service manual.the fat dept. Could not confirm the electrical test code 42 error upon power up.the parts passed testing.retaining the parts in the fat dept. Per procedure.

Event description:
N/a.